Event description:
It was reported that a caregiver encountered resistance while inserting an infusion cartridge during a supply change and disclosed attaching the connector and cartridge outside of the ilet, which deviated from the instructed procedure. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting with step-by-step education on the correct supply change process. Investigation of this case revealed user technique error related to incorrect assembly outside the device, with no device malfunction identified. It was concluded that the cause was user error due to improper supply change steps, resolved with education.